Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported from a journal article titled: coronary artery compression from epicardial leads: more common than we think involved the use of non-boston scientific and boston scientific epicardial pacing and defibrillation leads. A follow-up initiative by the journal author found that a number of patients were experiencing coronary compression. Coronary artery compression was noted in 8 out of 145 patients (5.5%). The diagnosis of coronary artery compression was made by catheter angiography in 6 patients, 6 by computer tomography, and 1 by postmortem analysis. Out of the 8 patients, one presented with sudden death, 3 with chest pain, 2 with unexplained fatigue, and 2 were asymptomatic. Two of the leads causing compression were already abandoned. Patient number 5 was noted to have a boston scientific lead causing compression. Patient 5 was (B)(6) at the time of lead implant and was (B)(6) when coronary artery compression was diagnosed. This patient did not have any symptoms when the compression was diagnosed. It was found that the patient's abandoned posterior ventricular lead (model 4315) was causing compression on the left anterior descending coronary artery. The issue was corrected with surgery. There was no complication noted due to the surgery. This patient has reportedly experienced no further episodes following intervention.